Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead was unable to fit down the sheath. The exact cause why the lead was unable to fit down the sheath was unknown. The lead was abandoned. The patient was stable.

Manufacturer narrative:
The reported event of ¿lead did not fit down an 8fr sheath¿ was not confirmed. As received, a complete lead with stylet inserted was returned in one piece. Analysis was normal. No anomalies were found.